Manufacturer narrative:
Semi-delayed inflammatory reactions that occur through edema, swelling and nodules, are well-known and documented reactions in hyaluronic acid injections. They may be related to an immune response of the body to the implant, or to a bacterial infection. After medical assistance, symptoms can be quickly fully resolved, without sequalae. Their risk of occurrence is increased in infectious context, which was mentioned as part of patients medical history. In addition, the risk of such a reaction is mentioned in the instructions for use of our products. Please see below for literature data: bibliography: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6): 961e-971e. Kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182. Kadouch ja, kadouch dj, fortuin s, et al. Delayed-onset complications of facial soft tissue augmentation with permanent fillers in 85 patients. Dermatol surg 2013;39(10):1474-85.

Event description:
The event happened outside of the u.s., in (B)(6). According to the received information, four months after the injections of teosyal rha 3 and rha 4 in the lips, oral commissures, and cheekbones area, patient presented with a generalized facial oedema reported of moderate intensity. Patient sent pictures to her injector on aprl 12th and 13th, who advised to start a course of medications with antibiotics and prednione for 10 days. Patient started a course of antibiotics and steroids for the treatment of the reaction. According to the last received information, the resolution of the symptoms was partial.